Event description:
The complainant reported that a controller failure message appeared on the automated impella controller (aic) during impella support. An aic to aic transfer was completed and planned for support to continue. There was no patient harm.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. Data analysis: on 4/14, the case before the complaint, cp pump (B)(6) was connected to (B)(6) during case wizard. During initial priming, there were optical communication issues followed by the optical bench power cycling. This was followed by failed optical calibration. Before the pump is started and throughout the case, there are frequent power battery manger (pbm)2 communication glitches. The real time (rt) logs for this case shows the raw optical sensor toggling between 50 mmhg and -1638.4mmhg but all other optical signals including calculated placement signal were as expected. The complaint case began on 4/17 with 5.5 pump (B)(6) with the completion of case start with no log abnormalities. Starting at 14:54 on 4/20, there are 1045 errors for invalid placement signal. These twice resulted in controller error alarms for invalid optical crcs. The rt logs show that starting around 21:50 on 4/18, the raw optical sensor toggled between 70mmhg and -1638.4mmhg. At the time the 1045 errors began on 4/20 in the logs, the optical signals changed to all optical signals oscillating to -1638.4 and calculated placement signal triggered to 3000 mmhg. Device analysis: elements of the clinical performance were reproduced during testing. While running a test pump, the rt logs show consistent raw optical spikes down to -1638.4mmhg similar to the previous cases 5s and ccd arrays were tested but performed as expected. All of the optical signals' triggering to -1638.4, which happened on 4/20, was not reproduced during testing. Root cause: there was no controller failure found during the case. The optical signal behavior was most likely caused by either the optical bench's power (pbm) or the optical bench. Aic - controller failure (red alarm): there was no controller failure found during the case. Optical signal issue: the optical signal behavior was most likely caused by either the optical bench's power (pbm) or the optical bench. Aic - controller error (yellow alarm): the controller error was caused by invalid optical signals which were most likely caused by either the optical bench's power (pbm) or the optical bench.